Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) in (B)(6) regarding a patient receiving intrathecal baclofen 2000 mcg/day (mode: flex basal, rate: 6 mcg/day 5:00-22:00: 21.2 mcg/day, daily dose 402 mcg/day) via an implanted pump. The type of baclofen, lot number, and therapy dates were not reported. The pump's indication for use (IFU) and medical history were not provided . The patient went through pump replacement on (B)(6) 2015 and this was the date of the event. The surgeon found the catheter access port (cap) and catheter could push baclofen and distilled water but could not pump them. The surgeon pushed around 367 mcg baclofen during catheter test, so the patient was sent to neuro care unit (ncu) for monitoring. The patient had a convulsion on (B)(6) 2015, and the surgeon decided to change catheter. He found the 8709 catheter was broken and the catheter was replaced. The patient was sent to the general ward on (B)(6) 2015 and baclofen dose was adjusted from 402 mcg/day to 350 mcg/day. The patient was still in the general ward on (B)(6) 2015 to monitor the status. The event context was intra operative and the patient outcome resulted in a prolonged hospital stay and further intervention was required to prevent permanent disabilities. Drug information including type and lot number of baclofen, other medications the patient was taking at the time of the event, pertinent medical history, diagnosis for use for the infusion system, as well as the drug therapy dates were not reported. Further follow-up is being conducted to obtain this information as well as clarification as to what was meant by "could not pump them." Details of the catheter test if saline was in the catheter at the time baclofen was pushed, aspiration inquiry, and status of the pump and catheter as reported it was remaining in the patient and also reported as replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that there were difficulties aspirating the drug/saline during the catheter testing. It was clarified that when the surgeon found cap and catheter can push baclofen and distilled water but cannot pump them it meant that he could not aspirate the baclofen and water and there was maybe an allegation of a catheter blockage/occlusion. Clarification regarding if the catheter was filled with baclofen or saline when the 367 mcg of baclofen pushed was reported as na. It was further clarified that the entire catheter was replaced and segments were intentionally left unused in the patient. The broken portions of the catheter were not being returned. The drug information, other medications the patient was taking at the time of the event, medical history and diagnosis for use of the infusion system was unknown. Should additional information be received a supplemental report will be filed.